Manufacturer narrative:
Zimmerbiomet complaint number (B)(4). The reported device was not returned for investigation. Since products have not been returned, visual/functional inspection could not be performed. Pre-existing condition and duration of placement was unknown due to limited information provided by customer. However, the devices were location on tooth site #19. X-ray or picture was not provided. A device history record (DHR) review and complaint history review could not be performed, as the lot numbers associated with the reported product are not available. However, zimmer biomet quality management system (qms) has controls in place to ensure the distribution of conforming product within specifications. A complaint history review could not be performed without lot information. However, a year-long complaint history review by item number was performed for similar events using and no complaint about nonconforming products was identified. Complainant reported that the screw fractured in the implant. The reported complaint could not be verified. A definitive root cause for this complaint could not be determined.

Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
Zimmer biomet complaint number (B)(4).

Event description:
It was reported that the patient thought his implant was loose, upon assessment of the patient, it was found that the screw had fractured in the patient's mouth. Patient was referred out to have the fractured screw removed as there is a small portion still stuck inside of the implant.